Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was 404 mg/dl. Customer treated their blood glucose with the insulin pump. It was also found the customer was feeling thirsty and tired due to their high blood glucose. Troubleshooting found the customer had air bubbles in their tubing. Customer stated the air bubbles were big in size. Customer declined to troubleshoot for their air bubbles. The customer also reported there was a bolus missing in their bolus history. Troubleshooting was able to verify the bolus did appear in the bolus history. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.